Event description:
An eyecare practitioner reported that a pt presented after having experienced severe pain, red eye and photophobia in their left eye for 5 days associated with wear of focus night & day lenses. Examination revealed a 1mm central infiltrate with overlying staining. There was an anterior chamber reaction, however the grade is unk. A corneal culture was done, with negative results. The event was treated with antibiotics, fortified antibiotics, and cycloplegig agents, and has resolved with scarring and a one line reduction in best-corrected visual acuity (20/20 to 20/30). History revealed that pt had placed chemical ear tags (schering plough) for tick control on cattle and dogs the day before the irritation began and the practtioner questions if chemicals from pt's hands may have transferred to contact lens with event starting as chemical keratitis. No further treatment is available.